Manufacturer narrative:
A review of tickets determined that there was normal complaint activity for reagent lot 25242un19. Trending reports were reviewed and did not identify any trends associated with falsely depressed results for the architect magnesium assay. Return testing was not completed as returns were not available. Historical performance of reagent lot 25242un19 was evaluated using world wide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 25242un19 was within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect magnesium reagent, lot number 25242un19 was identified.

Event description:
The customer obtained a falsely elevated architect magnesium result. Sample ID (B)(6) generated 3.3 mmol/l, two retests were performed generating 0.78 mmol/l for both retests. No adverse impact to patient management was reported.